Event description:
Caller reported a cgm error with the error code 42. There was no adverse impact on the customer's blood glucose level. Technical support provided guidance on resetting the pump, which resolved the issue, as the caller successfully started their sensor session without any further errors.